Event description:
During cardiomems implant procedure, shortly after retracting the delivery system, the patient experienced hemoptysis. The patient was intubated and transferred to the cardiac care unit where they were closely monitored. The physician reported the cause of hemoptysis to be the v-18 guidewire. An angiogram was performed and confirmed a perforation distal in the pulmonary artery capillaries. It was also reported that the physician began the case through intrajugular approach but the sheath came out and the physician decided to gain femoral access instead. No other device was inserted for the intrajugular attempt. The patient was discharged (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).